Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "firm breast" and capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported right side "firm breast" and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: creases were observed. One opening observed on anterior side was assessed as fold flaw opening. Wear abrasion observed. Stress marks observed. No further actions are required as no manufacturing issues are observed.